Manufacturer narrative:
(B)(4). Device evaluation was completed. The mis-deployed endoanchor complaint is confirmed based on the reported event description. Per the reported event, there is no allegation of a device malfunction related to the heli-fx applier or associated endoanchors. Additionally, no relevant heli-fx applier, guide or endoanchor defects were observed during analysis of the returned devices. Although a definitive root cause for the mis-deployed endoanchor cannot be determined, previous investigations into issues of this nature have identified several factors that can contribute to suboptimal deployment of an endoanchor. This MDR is being submitted as part of a retrospective review/remediation effort performed at the aptus (B)(4) location, following medtronic¿s acquisition of aptus endosystems. This activity is being managed through medtronic¿s aptus integration plan.

Event description:
The case was a primary procedure utilizing endoanchors for a short and conical aneurysm neck. This case utilized a 36mm endurant graft for an aneurysm neck diameter of 25mm to 32mm over 13mm. When deploying the 5th endoanchor, the first stage partial deployment was successful. The physician noticed the endoanchor skipped a little, so he took it back in. The doctor then advanced to stage 1 again. Once he confirmed it was outside the stent graft, he proceeded with full deployment and the endoanchor appeared fully engaged. When removing the heli-fx applier, the physician noticed it didn't disengage easily. The sales representative advised him to conduct a counterclockwise rotation and was able to remove it successfully. When the ii was position to deploy the 6th endoanchor, it appeared that the endoanchor was dislodged and migrated proximally. Imaging quality was not optimal. The physician then removed the applier and utilized a snare to remove the mis-deployed endoanchor. No further endoanchors were used. The case was completed successfully.